Event description:
Information was received from a healthcare professional (hcp) and a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the rep was called to meet a patient this morning for a reprogram. The rep stated that when they presented to the clinic, they were made aware that the patient¿s ins pocket had been draining yellow fluid for quite some time. The rep was told that the provider and their physician¿s assistant (pa) had been aware and had been treating the infection in the interim. The patient reported that their symptoms began around (B)(6) 2017 when they noted the ins pocket felt warm, puffy, and started to drain out of the corner of their incision. The patient was presented to a local ER and was treated with oral antibiotics. The patient made their healthcare professional¿s office aware shortly after. On (B)(6) 2017, the patient again presented to the ER with an infected ins pocket. They were currently on oral antibiotics and was requesting the device be explanted. The patient¿s hcp was aware of the ongoing issue and stated they would schedule the patient for explant. The patient was unaware of any factors that may have contributed to the ins pocket infection. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the two leads and implan table neurostimulator (ins) were still implanted and in use. The rep also reported that the clinic had not contacted them regarding scheduled explant. No further complications were reported. Additional information was received from a representative (rep) regarding the patient. It was reported that the patient¿s spinal cord stimulation (scs) system was explanted on (B)(6) 2017 without issue. The rep reported that both leads, anchors, and battery were confirmed to have been explanted successfully. No further complications were reported. Follow-up was conducted.